Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer septal occluder was selected for implant using a 9f amplatzer torqvue delivery system. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable and was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer septal occluder was selected for implant using a 9f amplatzer torqvue delivery system. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable and was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation at abbott found that there were no visible anomalies noted. The state of the returned component, due to the fracture damage, functional testing was precluded. The device was sent to science & technology lab (s&t) for further analysis. The device was further investigated by cross-functional teams at abbott, and it was found that the observed wire pitting and fractures are most consistent with localized corrosion accelerated by saline exposure post-procedure, rather than a systemic raw material or manufacturing related issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. During final inspection amplatzer¿ asd occluder undergo multiple wire-focused evaluations. These inspections are specifically designed to detect structural anomalies such as broken wires, wire protrusions (lipping), cobra-type deformation, tilting, and braid non-uniformity, ensuring that any device exhibiting wire-related defects is identified and rejected prior to release. If they had existed prior to shipment, a broken wire would have been detected. Therefore, there is no evidence to indicate that the event involving the unit with a broken wire was caused as part of the manufacturing process. The root cause of the damaged wires could not be conclusively determined. The cause of reported deformation could not be conclusively determined. The observed deformation is compatible with overstress of wires and could result from the same event or from later handling. Based on the evidence and data provided, the findings do not support a manufacturing origin and are consistent with post-abbott handling damage; therefore, the root cause of the complaint remains inconclusive. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.